Event description:
1.2f PICC line placed earlier the same day. Infusing aads with added heparin. Line clotted despite infusion. Line started ringing occlusion at some point the same evening. Discussion within the edmonton nicu - this has happened with other 1.2f vygon catheters. Wondering if this is a product defect. Required removal.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Manufacturer narrative:
We received one catheter, including a bd posiflush 3ml syringe, as a faulty sample. The catheter could not be flushed, even after warm water treatment and manual massaging. Microscopic examination revealed an occlusion inside the catheter tube. Reviewing the patient's medication listed in the pir, it is important to emphasize that when incompatible drugs are administered, the catheter must be flushed after each bolus to avoid precipitation. Failure to do so can lead to catheter obstruction, pressure burst, and potential catheter embolism. Furthermore, white, dried residue likely from the applied medication was visible on the catheter. Furthermore, the IFU states: if the catheter is not to be used immediately, or its use is temporarily discontinued, it should be heparin locked to prevent clotting or blockage. A manufacturing defect is unlikely, as each catheter is tested for flow and leaks during production. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter undergoes flow and leak testing during production as part of the quality control process. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. A review of vygon USA's complaint data identified two reported catheter occlusion issues for lot 24j002d. Of these, neither was confirmed to be related to a manufacturing cause. Corrective action: based on the investigation, the defect is unlikely to be related to manufacturing, as each catheter undergoes flow and leak testing during production. Any manufacturing issue that could lead to an occlusion would likely have been identified by the user during the initial catheter flushing. Therefore, no further corrective action has been initiated by quality management at this time.

Event description:
1.2f PICC line placed earlier the same day. Infusing aads with added heparin. Line clotted despite infusion. Line started ringing occlusion at some point the same evening. Discussion within the edmonton nicu - this has happened with other 1.2f vygon catheters. Wondering if this is a product defect. Required removal.